Event description:
As reported: the patient raised his leg during manta deployment. Bleeding from the left femoral artery site occurred after deployment. A femoral angiography was performed and revealed that the manta device was possibly inside the vessel. A surgical cut down was performed to remove the manta device from the left femoral artery. Additional information received: as reported, during a tavr procedure, single micro-puncture access was obtained centrally under ultrasound guidance in the left cfa. It was reported that the lcfa vessel measured at 9.1mm with no calcification and minimal tortuosity. The measured manta depth was 4cm + 1cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, the bp was trending at 150hg/50mmhg, and the act was 352. Protamine and heparin were administered intravenously. The manta was deployed at the measured depth. The patient's condition was reported as good/stable.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate a dissection proximal to the access area, and the radiopaque lock positioned near the bifurcation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Due to the combination of the access being proximal to the bifurcation, a dissection present in the access area, and the patient moving during the deployment. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The instructions for use posts warning not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention as an adverse event. Additionally, per the IFU, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
As reported: the patient raised his leg during manta deployment. Bleeding from the left femoral artery site occurred after deployment. A femoral angiography was performed and revealed that the manta device was possibly inside the vessel. A surgical cut down was performed to remove the manta device from the left femoral artery. Additional information received: as reported, during a tavr procedure, single micro-puncture access was obtained centrally under ultrasound guidance in the left cfa. It was reported that the lcfa vessel measured at 9.1mm with no calcification and minimal tortuosity. The measured manta depth was 4cm + 1cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, the bp was trending at 150hg/50mmhg, and the act was 352. Protamine and heparin were administered intravenously. The manta was deployed at the measured depth. The patient's condition was reported as good/stable.